Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism deployed, with the slide insert visible through the top housing window and the soft cannula protruding from the needle well. The pod data indicates that the pod completed priming, ran over 200 pulses, and successfully completed a bolus input. Investigation successfully reset the needle mechanism and the pod fired as expected. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod the cannula had failed to deploy. The pod was not worn.